Manufacturer narrative:
E1: (B)(6) h3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when priming the device they saw saline solution came out from the blue tube since it had a clean and wide cut. There was no patient involvement. There was no reported harm, medical intervention, or adverse outcome as result of this event.

Manufacturer narrative:
D4: primary UDI number; corrected. D9: date returned to mfg.: 7/1/2024. H3 and h6. Evaluation codes: updated. One (1) sample was returned for evaluation without its original packaging, inside a plastic bag. Visual inspection showed a cut in the component tubing and missing component luer cap. Visual and functional testing confirmed the complaint. However, the failure could not be attributed to the manufacturing process since the sample was received in used condition and damaged tubing. The root cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.